Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used to treat esophageal varicose veins during an endoscopic esophageal variceal ligation procedure performed in the esophagus on (B)(6) 2024. During the procedure, the first band could not be deployed. The procedure was completed with a different device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.